Manufacturer narrative:
(B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
At implantation of the subject device, it was observed that as-shipped polarities were unipolar instead of bipolar. Physician reprogrammed the device in bipolar before discharging the patient. Preliminary analysis confirmed the reported event and showed that it was related to an inadequacy in manufacturing.

Manufacturer narrative:
UDI: (B)(4).

Event description:
At implantation of the subject device, it was observed that as-shipped polarities were unipolar instead of bipolar. Physician reprogrammed the device in bipolar before discharging the patient. Preliminary analysis confirmed the reported event and showed that it was related to an inadequacy in manufacturing.